Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 4.0 x 15 mm voyager nc; guide wire: marker x: guide cath: heartrail 6f; stent: 4.0 x 18 mm vision. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible on the shaft, balloon and in the guide wire lumen. There was thick dried contrast on the shaft, balloon and in the inflation lumen and balloon. The balloon was returned loosely folded. This is consistent with preparation, the catheter advanced into the patient anatomy and the balloon inflated. The inflation device and guiding catheter used during the procedure were not returned which may have aided in the investigation. The crossing profile and overall catheter length were measured and met manufacturing criteria. The reported difficulties deflating the balloon were unable to be confirmed as a new indeflator filled with renografin 60 diluted 1:1 with water was used to pressurize the balloon to the rated burst pressure (rbp) and the deflation times were measured and met manufacturing criteria. Upon deflation the balloon deflated properly and was not flat. An attempt was made to advance the balloon catheter through a new 6f guiding catheter but the balloon profile could not be advanced through hub of the guiding catheter. The balloon was manipulated and tightly folded and the balloon was able to be advanced through the guiding catheter. The balloon was pressurized to rbp and then deflated. An attempt was made to withdraw the balloon catheter from the guiding catheter but there was strong resistance noted as the balloon entered the tip of the guiding catheter and the balloon catheter could not be removed. The 2/3 balloon profile was measured and did not meet manufacturing criteria; however, this is a specification that is measured prior to balloon inflation and it is expected to be larger once the balloon has been inflated. In this case, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated. It was reported that the voyager nc was inflated several times during post dilatation of the stent. Furthermore, interaction with the implanted stent may have further disrupted the balloon tri fold and profile such that resistance was noted during interaction with the guide catheter. It was reported the voyager nc was attempted to be removed as resistance was encountered. It should be noted the instructions for use states: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Analysis noted there was a kink in the hypotube 19.7cm distal to the strain relief tubing. There was no report of any damage to the product during visual inspection prior to use and/ or in the reported incident details. It is possible that the noted kink may have occurred during the procedure. If the kink occurred during the procedure, this may have contributed to the reported difficulty deflating the balloon because the inflation contrast travels in the hypotube and down along the inflation lumen to the balloon. If the hypotube is kinked this could obstruct the flow of contrast into the inflation lumen and balloon and result in a difficulty or failure to deflate the balloon. However, since there was no mention of the kink to the hypotube in the incident and the analysis of the returned product did not indicate any difficulty deflating the balloon despite the presence of the kink; it is not likely that this damage contributed to the reported difficulty. The kink most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Factors that may contribute to the difficulty to deflate the catheter include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty deflating the balloon was unable to be confirmed therefore a conclusive cause could not be determined; however the reported difficulty removing the catheter appears to be related to the operational context of the procedure. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are visually inspected for damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify proper balloon inflation and deflation.

Event description:
It was reported that during a procedure of the right coronary artery (rca) with mild tortuosity, no calcification, an eccentric de novo 75% stenosed lesion, a 4.0 mm x 15 mm voyager nc was used for pre-dilatation and a 4.0 mm x 18 mm vision stent was implanted. Additional expansion of the vision was needed, so a 4.5 mm x 12 mm voyager nc was used to post-dilate two times at 18 atmosphere (atm) for 10 seconds. Each. An attempt to remove the balloon catheter within the guide catheter met strong resistance. It was noted that the balloon took about 30-40 seconds to deflate and was not fully deflated prior to removal; so the physician attempted to remove the balloon and the balloon deflated forcibly between the tip of the guiding catheter and strongly pulling on the shaft of the catheter. The device was successfully removed within the guiding catheter without issue. The 4.5 mm x 12 mm voyager nc was used again two times at 18 atm for 10 seconds; then was attempted to be removed in the guide catheter with the same result of meeting resistance and the balloon not being able to be deflated. The physician disengaged the guide catheter from the rca and advanced the guide catheter toward the aorta and attempted to deflate the balloon with success. The voyager nc was removed from the anatomy without issue. There was no reported adverse patient sequela. Though requested, no additional information was provided.